Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the reagent probe b was leaking from the collar wash. The fse found the solenoid valve (472689) was not working after running for a while. Fse replaced this valve and the issue was resolved. The part is being returned for analysis. Analysis is pending. Identification of failure mode: failure mode is the solenoid valve (472689). Fse replaced the solenoid valve and the issue was resolved. This valve is used to drain the collar wash for the reagent probe; malfunction of this valve can result in reagent carryover which can cause incorrect results for any cartridge chemistry, including critical chemistries.

Event description:
The field service engineer (fse) reported fluid was leaking from the reagent probe b when a customer was using the unicel dxc 660i synchron access clinical system. The leaking fluid was wash solution and deionized water. The leak was contained within the instrument. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. Erroneous test results were associated with this event and were reported out of the laboratory. There was no death, injury or affect to patient treatment. Note: there were 22 patient samples involved in this event, 19 of which had erroneous or suppressed test results. The demographics for one of the patients is provided in section a. The demographics for the remaining patients is provided in the attachment.